Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex coronary artery. A 2.50 x 12mm synergy ii drug eluting stent was selected for use; however, during advancement, resistance was experienced. The physician withdrew the stent and it was noted that the struts were raised in the mid part. The device was completely removed by pulling it out. The procedure was completed with another of same device. There were no patient complications reported and patient status was stable.